Event description:
It was reported that during a da vinci si pulmonary wedge resection procedure, the surgical staff alleged that the tube of the thoracic grasper instrument was splintering. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue that the instrument's tube was splintering. The instrument's main tube had two damaged sections with tube insulation removed. No pieces were observed to be missing. A piece of tape was found to be attached to the main tube but it was not concealing any damage. The tube insulation appeared to have scratches and gouge marks. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.